Event description:
During a vertebral artery aneurysm procedure when attempts were made to advance a coil with the subject device, a split was noticed at the distal tip of the pusher wire. The patient was reported in good condition.